Event description:
Six stat ultimate lancing devices were returned by the customer: 3 units: cap falls off device. Three units: setting 8 does not fire deep enough to draw blood. One unit (second issue for a device with reported blood draw issue) : does not grip lancet correctly. Thirty samples from sample stock of smd ultimate lancing devices with various lot numbers were inspected for end cap dimensions and end cap fit. All end caps fit snugly on these samples. Samples with 4000 cycles still exhibited proper end cap snapping action. Reference report (B)(6). A total of six returned devices were received from agamatrix. Three devices exhibited loose caps, as reported in the complaint. Upon examination, the caps were found to be worn out only in the snap rib area. This finding is highly suggestive of a normal wear out process. The customer claimed the samples were "out of the box" failures. The visual evidence suggests these parts were used many times. As there was no lot information with these parts, their expected life date could not be estimated. Therefore the complaint was confirmed, but the parts appeared so worn out that they were determined to be within the validated 3000 cycle life estimated for this device (B)(6) the other three parts, for which the complaint was a failure to draw blood, exhibited both successful penetration test results and spring constants. In addition, the complaint in one returned device that the lancet was not correctly gripped could not be reproduced with the lancets tested (see report(B)(6) , and since the particular lancet used by the customer was not reported, this complaint could not be confirmed. These three devices, then, were determined to be within specification and the complaint could not be confirmed reference report (B)(6).